Event description:
The customer reported via phone call that the insulin pump alarmed button error, weak battery, and meter blood glucose now. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programed with the test minilink and glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the100 value properly on display graph. No button error alarm noted. The insulin pump had an intermittent buttons due to flattened dome switch on esc and up arrow button. No weak battery alarm noted. All operating currents are within specifications. The insulin pump passed self-test and displacement test. The insulin pump had a cracked reservoir tube lip and minor scratched lcd window.